Manufacturer narrative:
Thv/tvt registry: multiple unsuccessful attempts were made to gather additional information regarding the reason for the sapien 3 ultra valve explant approximately 6 months post implant. Patient medical records and procedure op notes (implant and explant) were not provided by the hospital for review. In this case, the valve is not available for evaluation; however, there was no indication or allegation that a product deficiency contributed to the event. The reason for explanting the valve approximately 6 months post tavr is not available at this time. There is insufficient information to determine if the event was related to a device malfunction. The reason for the valve explant cannot be confirmed. It is possible that the patient factors and comorbidities may have contributed to the valve explant. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through patient registry, approximately 6 months post implantation of a 26mm sapien 3 ultra valve in the aortic position, the valve was explanted and a surgical valve was placed. The cause of the explant is unknown.